Event description:
Same case as MDR ID 2134265-2015-01518. Reportable based on device analysis completed on 03-mar-2015. It was reported that crossing difficulties were encountered. The target lesion was located in the tortuous, moderately calcified and 2.5mm in diameter proximal to mid left circumflex artery. A 24 x 3.00mm promus premier¿ stent was advanced but was unable to cross the lesion. The device was exchanged to a 3.00x24mm promus element ¿ stent but the device was also unable to cross the lesion. The procedure was completed using a non bsc stent. However, returned device analysis revealed stent damaged.

Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.   (B)(4). The stent delivery system was returned for analysis. The tip was slightly flared. This type of damage is consistent with meeting an obstruction during an attempt to cross a lesion. The stent struts across the length of the stent were stretched, distorted and misaligned. This type of damage is consistent with the stent meeting resistance. No issues were noted with the balloon profile. The balloon wings were tightly wrapped, evenly folded and the balloon was not subjected to positive pressure. There were no issues noted with the device's inner and markerbands. There were no issues noted with the shaft polymer extrusion profile. The hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. Based on the analysis, there is no evidence that the device failed to meet specification prior to shipping. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).